Event description:
The customer reported an intermittent loss of x-ray functionality. There is no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The sys was repaired and then found to be operating as intended.